Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with blank display due to faulty connector on interface board. Insulin pump was unable to verify alarms or unable to prime due to blank display. Insulin pump had a cracked battery tube threads.

Event description:
It is reported that a customer received several alarm on their insulin pump. The patient's blood glucose level was at 130 mg/dl. The patient also had a blank display screen on the insulin pump and had trouble priming. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.